Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated "77" is displayed on the screen of his infusion device. He stated, he tried reinserting the power pack, but "77" was still displayed. He stated his power pack was 6 weeks old. The pt stated, he was aware of the power pack recall, but he was not following the instruction to change the power pack every 2 weeks, because he had not had any issues. He was educated on the importance of changing the power pack every 2 weeks.the pt was instructed to insert a new power pack into his infusion device. The pt stated, he would do so when he returned home. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.